Event description:
During a clinic follow-up, the device was found to be in backup vvi (bvvi) mode. The cause of the bvvi was found to be due to MRI exposure. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
Additional information was received that MRI settings were not enabled and a loss of high-voltage (hv) therapy was observed during the backup mode.